Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of it's release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance of the device was limited.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous mid to distal right coronary artery. A 2.00x30mm apex monorail balloon was inflated and "slightly" ruptured at 8 atmospheres. The number of inflations and to what atmospheres is unknown. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported. This product is only ous approved but it is similar to a marketed us device.